Event description:
It was reported that the instrument was broken during a training course.

Manufacturer narrative:
Eval summary: the counterbore reamer axle which connects the stem collar counterbore to the straight driver has fractured at the hex. The hex is used to tighten and loosen the counterbore to the driver. Based on the lot number, the counterbore has an approximate field age of 2 years and 5 months at the time of failure. The instrument has been used an unk number of times. It is possible that the counterbore was over tightened onto the driver causing the hex to fracture. The surgical technique states to attach the counterbore with a pin wrench. It is unk what was used to assemble the instruments together. With the info, provided an exact cause cannot be determined. Eval: device history records indicate all components were manufactured and inspected to specification. No mfg abnormalities could be detected by either method.